Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile saline prosthesis, 475cc on the left and 510cc on the right. Deflation on the left and right breast prostheses was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 375cc saline prostheses on (B)(6) 2017. The patient fully recovered. This report is for the left breast prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 1.5 cm on the anterior aspect. Also was noticed a crease on the anterior aspect and extending to the posterior aspect. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations on the edges of the rents. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. No other anomalies were discovered. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 4/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate profile 510cc saline prosthesis, catalog: 3501680, sn: (B)(4), lot: 5740916. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile saline prosthesis, 475cc on the left and 510cc on the right. Deflation on the left and right breast prostheses was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 375cc saline prostheses on (B)(6)2017. The patient fully recovered. This report is for the left breast prosthesis.